Event description:
It was reported that the resident assistant had the resident turned away from him while providing care, when the bed tipped over with the resident coming to rest on the rail which was resting of the floor. Resident sustained abrasions but no significant injury. Facility tried to duplicate incident "can not duplicate". An evaluation by facility environmental services dept. Could not find any problem with the bed. Mfg. Sales rep did on-site evaluation no product failure and he also could not duplicate the incident. Product is being used.